Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0jzrl, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional (hcp) reported an implant failure due to patient issue/device issue. The patient fell on her buttocks in (B)(6) of 2016 and the lead migrated. The patient was seen and evaluated on (B)(6) and had an x-ray complete that showed a slight lead migration as compared to the previous x-ray taken in (B)(6) 2014. The lead was removed on (B)(6) 2016. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.